Event description:
It was reported the patient's implantable neurostimulator (ins) and lead were explanted. It was noted the lead was damaged during the explant procedure and the lead tines/contact portion broke off and remained in the patient. Additional information has been requested but was not available as of the date of this report; a follow up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).